Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements. This has been a gradual rise over time. It was determined that this was due to calcification. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected on the following fields:h6: impact codes

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements. This has been a gradual rise over time. It was determined that this was due to calcification. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.